Manufacturer narrative:
Updated fields: h4, h6 corrected fields: h6 (problem code) correction to h6 problem code: "2946 - gas/air leak" should not be selected on the initial as the only reportable events are the stain on the light guide lens and the residual liquid at the distal end. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. In regards to the residual liquid at the distal end, it is likely the foreign material remained because reprocessing could not be conducted properly due to a leak from the scope cover. It was also noted the foreign material could not be identified and it is unknown if reprocessing was performed according to the instructions for use (IFU). As for the stain in the light guide lens, it is likely it could not be removed with reprocessing since it was not on an external surface of the device. The stain likely adhered to the surface because the light guide lens glue had peeled off due to physical or checmial stress, which allowed humidity to enter the device and cause corrosion the identifity of the stain could not be conclusively determined but it seemed like dirt. The residual liquid at the distal end can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. The stain in the light guide lens can be detected by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 "inspection of the endoscope" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited distal end with residual liquid, inside of the light guide lens had stain and water tightness of forceps elevator was lost. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found distal end was shaved and the gap between server plug-in and the distal end was worn out. Should additional relevant information become available, a supplemental report will be submitted.